Event description:
A caregiver was using a toileting sling with a resident. She took the resident to the toilet and on the return to the bed to dress her, she began sliding out of the lift. Per staff, the leg buckles were secured. The resident was lowered to the floor and received no injuries. (B)(4).